Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shuts down on its own. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The baseboard printed circuit board (pcb) card was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb card. However, how or when the pcb became nonconforming remains inconclusive. (B)(4).